Manufacturer narrative:
The returned device, used in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate electrode wear. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The device was tested with a known good controller and does not generate any output. The complaint was verified and the root cause could not be determined with confidence. Due to moderate electrode wear, most likely the failure is related to the end of useful life for the device. Factors that could cause this type of failure includes: using set points higher than the default settings or using the wand for an extended period of time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery when the product was used for the first time, it worked at first but then suddenly did not work. There was no backup device available. No significant delay or patient injury reported.